Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up to a blank verify screen with the appropriate audible and vibratory functions. The investigation was unable to complete the remaining testing due to the blank display screen. The pump casing was opened and the display screen was found to have cracked. Replacing the pump display with a test display screen corrected the blank display issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.